Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during the biopsy, the surgeon claimed that the precision aiming device was "in the way". The manufacturer representative (rep) readjusted the position of the vertek arm and surgery continues. Before biopsy could be performed using the manufacturer's instruments, the patient experienced excessive bleeding, and surgery was aborted. There was no delay in surgery. The patient bleeding was controlled, and was going to be rescheduled for the biopsy. The rep believed the arm was positioned too close to the patient¿s skull. The rep would advise slightly more room in a future scenario.

Manufacturer narrative:
H3, h6: no products have been received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please kindly see section b5. For additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no attempt at a biopsy, registration and accuracy were not affected when the arm was adjusted, and the source of the bleeding was unknown.